Manufacturer narrative:
Investigation results: visual inspection of the returned device found a hair inside the sealed package. The investigation confirmed the presence of a hair inside the pouch; the most probable root cause for this event is manufacturing. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a colonic polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation a human hair was noted inside the sterile packaging. The procedure was completed with another profile snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a profile extra small oval snare was used during a colonic polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation a human hair was noted inside the sterile packaging. The procedure was completed with another profile snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine.